Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Implant "increased in its consistency, pain in ¿cse,¿ ¿cie," cervical and neck pain. Device had ¿discreet contour deformity," "rippling," ¿probable prosthetic herniation, and radial folds." Patient also experienced edema, "soft tumor," and capsular contracture of baker grade ii-IV.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on the anterior, red particles and the device was underweight. A visual and microscopic analysis was performed which identified an opening striated and crease fold. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool. Creases are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported left side rupture, implant "increased in its consistency, pain in ¿cse,¿ ¿cie," cervical and neck pain. Device had ¿discreet contour deformity," "rippling," ¿probable prosthetic herniation, and radial folds." Patient also experienced edema, "soft tumor," and capsular contracture of baker grade ii-IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.